Event description:
The pt called to report that pt woke up at 4:10 am to a continuous low battery alarm and a blank screen. It was explained to pt that if there is a low battery, it will drain quickly, resulting in a blank screen. Pt did not feel that it was acceptable to be wakened out of their sleep and have no way of turning off the alarm. Pt removed and reinserted the batteries, pushed the plunger manually, and was able to prime the pump. Pt was frustrated that it happened in the middle of the night and expressed concern what would happen if it occurred whle pt was driving. In a subsequent telephone call pt said that at 3:30 am on the morning of the alarm pt had measured their blood glucose (bg) level and it was 135. Pt gave themselves a 0.3 unit bolus. After the alarm pt measured their bg level again and it was 145. Pt gave themselves a 1.0 unit bolus because pt had been disconnected from the pump for 45 minutes. Pt woke a few hours later and their bg level was in the 20's. Their spouse gave pt glucagon and pt did not feel well all day. Customer service rep discussed rapid-acting insulin with pt and suggested that when pt gives themselves a bolus that pt wait two hours to make sure that their bg level was coming down. It was further suggested that pt should wait three to four hours before giving themselves a supplemental bolus because the insulin is effective for three to four hours. The pt said that their diabetes educator had explained that and that pt wished pt had done so that morning and avoided the hypoglycemic incident and the effects of the glucagon.